Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. Due to the needle protruding, the caller was stuck with the needle in his finger. No adverse event reported. Requested return of suspect device and replacement was sent.